Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - please provide the product code and lot number: - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what is the current status of the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unspecified procedure on (B)(6) 2023 and suture was used. The patient's left thumb was injured by a heavy object, and the nail cap was removed. The doctor sutured to stop the bleeding. During the tying process, the suture broke and the original position was re punctured and sutured, causing new skin damage and pain. Changed to another one to complete the surgery. No further information was provided.